Event description:
It was reported "angled connectors are breaking during the operation at the elbow". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned both double swivel connectors and the y connector from unit 5-16037 et tube , sher-I-bronch, ls, 37 fr for investigation. The returned connectors were visually examined with and without magnification. Visual examination of the returned connectors revealed that the cobb connector piece on the bronchial connector was cracked. It appears that the connector was dropped or hit hard to cause the cracking. The connector was sent to the manufacturing site for further evaluation. Upon further evaluation , there was no evidence to suggest a manufacturing related root cause. The observed damage could not be replicated. Therefore, this appears to be an isolated event. It is possible that the damage occurred due to unintentional user error or during shipping/handling, but the root cause could not be determined. Teleflex will continue to monitor and trend on this issue.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "angled connectors are breaking during the operation at the elbow". No patient injury or harm reported. Patient condition reported as "fine".